Event description:
It was reported that the device was used to pace a pt. The crew was pacing the pt at a rate of 90 ppm and a current of 70 ma. Pacing was captured and about 30 seconds later, the device's service indicator flashed and the monitor shut down. Power was then restored and the pacing continued. Pacing was then removed by the emergency medical technician and the pt was shocked one time at 360 joules. The pt was then admitted to a local hospital for medical care. Pt outcome is currently unknown, however, the customer has stated that the device use in this case did not contribute to the outcome of the pt.

Manufacturer narrative:
Physio-control evaluated the device but could not verify, nor duplicate the reported failure. The local physio-control field service representative calibrated the device and completed a post-repair performance inspection procedure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.